Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 309.480 , lot: 8382515 manufactur,ing site: bettlach , release to warehouse date: 07 jun 2013 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4112 was used with correct hardness after procedure and documented in DHR file. H3, h6: investigation summary complaint description. It was reported that on an unknown date, the surgeon was removing a 4.0 cannulated screw for an unknown reason. It was reported that the instrument broke intraoperatively. Surgical delay was unknown. Procedure outcome was unknown. There was no report of patient consequence. Customer quality returned product investigation flow: broken. Visual inspection visual inspection of the reamer tube found no broken feature on the device. The teeth showed signs of very slight rounding at their cutting edges. The received condition did not agree with the complaint description. The complaint was not confirmed during investigation. Review of the photographic images attached to the complaint revealed no additional issues. Conclusion the complaint was not confirmed with investigation. No issues were observed on the returned device. There were no design or manufacturing issues noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Regarding the teeth cutting edge deformation, per guidance provided, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was removing a 4.0 cannulated screw for an unknown reason. During removal the unknown 4.0 cannulated screw broke. It was reported that the following instruments "broke intraoperatively": the conical extraction screw for 1.5mm & 2.0mm cortex screws, spare reamer tube for hollow reamer, extraction bolt for 4.5 screws, spare reamer tube for hollow reamer, small handle with quick coupling, and conical extraction screw for 3.5mm screws. Surgical delay is unknown. Procedure outcome is unknown. There was no report of patient consequence. This report is for one (1) spare reamer tube for hollow reamer. This is report 4 of 7 for (B)(4).